Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. No product was returned. The data logs show the pump is first connected within specification. The data logs show motor current spikes with speed deviations after which there were impella position unknown and impella position in aorta alarms. There were also suction alarms. Clinical noted patient was febrile. The root cause of the optical signal issue was most likely due to biomaterial on the sensor face as evidenced by motor current spikes.

Event description:
The complainant reported that an impella 5.5 pump was placed. During support, an "impella position unknown" alarm appeared in conjunction with altered signals. The issue resolved without the need for intervention. Support continued, and no patient harm was reported.